Event description:
In 4/84, pt was implanted using the double lumen implants 250cc gel plus 45cc saline. The pt developed since 1987, irritable bowel symptoms that mimic pancreatitis due to the severity of the pain. The pt also has pain starting three to four years ago, drawing pain in the right lateral breast which extends to the right axilla. This has continued to the present. Also at the same time, the pt developed joint pain in the fingers, worse on the right side, as well as joint pains in the knee and feet with stiffness. The pt had tendinitis in the right shoulder requiring excision of calification in 12/93. The pt also complained of chronic fatigue in the last two years with dry eyes, dry mouth, and short-term memory loss. Since recently, the pt has also noted increasing colds and yeast infections. The capsulectomy is medically necessary because the capsule contains silicone to which the pt may be reacting.